Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A specific cause for the report that the patient ripped out their driveline suture could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of elevated mean arterial pressure (map), low volume, and right heart failure could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms. Elevated pulsatility index (pi) values were also noted during the low flow events. A pump stop event was also captured in the event log file after depletion of the 14-volt batteries and the controller backup battery. The system alarmed as expected for low power advisory, low power hazard, then no external power. The pump restarted without issue after external power was restored. There were no other notable alarms related to the pump. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Incidental finding: instances of invalid lvad timestamps were captured in the log files that were indicative of the pump having been stopped then restarted on approximately 10nov2025, 24nov2025, and 28nov2025. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension and right heart failure. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 2 ¿system operations¿ of the IFU cautions to instruct the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Emphasize to the patient and/or family member or caregiver the importance of not pulling on or moving the driveline. Section 6 ¿patient care and management¿ also cautions the user to avoid pulling on or moving the driveline, the driveline must be stabilized at all time. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Section 6 also contains a subsection with instructions for ¿caring for the driveline exit site.¿ section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Additionally, section 6, under ¿right heart failure,¿ outlines indications of right heart failure as well as possible treatments. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 2 ¿how your heart pump works¿ of the patient handbook cautions that dropping the system controller can cause trauma or tissue damage at the driveline exit site, which can increase your risk of getting a serious infection. Section 4 ¿living with the heartmate 3¿ contains a subsection with information on ¿caring for the driveline exit site.¿ this section cautions to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Emphasize to the patient and/or family member or caregiver the importance of not pulling on or moving the driveline. Section 4, under ¿rules for exit site care,¿ also instructs to keep the driveline exit site clean and dry. Try to not pull on or move the driveline that goes through your skin. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived to the emergency department (ed) with low flow and no external power from battery depletion. The patient had no backup equipment with them, and upon examination the patient had ripped the driveline suture out. Their system controller was damaged at the screen and had a hole in the case. The controller and batteries were exchanged. The cause of the low flow alarms was identified as high mean arterial pressure (map), low volume, and right ventricular (rv) failure. The low flows remained, and the patient was readmitted to the hospital. They are currently inpatient being titrated with medications for high maps. Their low flow alarm threshold was decreased to 2.0lpm on both system controllers. Log fiels were submitted which captured a controller clock corrupt, meaning the controller may have lost all power causing the clock to reset. The patient in this case may have experienced a pump stop event. The event log captured another loss of all power event that caused a pump multiple alarms including left ventricular assist device (lvad) off event. The event log also captured intermittent low flow alarms as well as multiple brief low flow events throughout the log. There were no unusual rotor faults, or any other abnormal pump faults seen in the event log. There did not appear to be any type of external equipment issues causing these events. Another set of log files were submitted the following day after the controllers were reprogrammed. The event log contained data as a newly programmed controller connected on 05dec2025 at 09:33. After the programming, the log files captured routine events, there were no notable alarm conditions or parameter changes seen in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.